Event description:
The customer reported the system displayed generator error messages. The system shuts down when this error occurs. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.